Manufacturer narrative:
This report is being submitted as follow up no.1 to provide additional information.

Event description:
Additional information was received on (B)(6) 2019. The procedure performed was a percutaneous transluminal coronary angioplasty using a 7fr sheath. A pre-deployment angiogram was performed. The blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. The patient height was inadvertently not provided in follow up no. 1 and has been provided. Patient height: 179cm.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the procedure was complete, the physician decided to use the angio-seal device. After the deployment of the angio-seal device, the physician saw that the collagen component was outside of the body. Then the physician tried to introduce the collagen inside the body. Manual compression was applied to stop the bleeding. There was no harm to the patient and the patient was treated as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update and to provide the completed investigation. One 8fr angio-seal vip was received for product evaluation. The returned device was mated with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and was in the full rear lock position with the color bands fully exposed. No anchor, collagen or tamper tube were returned. The suture was cut below the black compaction marker. No outward signs of damage or deformations were noted on the device. It appeared like the returned device was deployed as intended. IFU states: collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.